Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormalities are found on process and retained sample .since the defective sample was not returned, the relevant tests could not be performed, and the flow rate and pressure applied during product use are unknown, the root cause of this complaint cannot be confirmed. The plant will continue to track and trend for this issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, 9:00 am: a patient was scheduled for a contrast-enhanced CT scan of the entire abdomen. During intravenous administration of the contrast agent, the nurse encountered an adverse event where the isolation stopper of the high-pressure-resistant indwelling needle failed to eject properly. The nurse replaced the indwelling needle and completed the injection, concluding the examination without adverse consequences.